Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken at the clamp position.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7327622. Our records show that this is the third instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics in the broken edge of the extension tubing, that are characteristic of clamping damage. The corresponding slide clamp was inspected and measured, and found to be within the dimensional limitations set by product specifications. In an attempt to replicate the broken tubing, our engineers tested the interaction between the components by repeatedly clamping the remaining tubing. At the conclusion of our test the device was found to be free of any damage that would indicate a breach of the tubing wall. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. The reported tubing defective/damaged by customer was confirmed after visual inspection the sample and video provided. Photo received no showed the damage in the tubing due to the sample is within of a bag and it is not clear. The reported tubing defective by customer was evaluate confirming the damage in the tubing. Nevertheless, we could not confirm or associate the reported defect to manufacturing process. Engineering team reviewed the slide clamp (cavity # 7) and, no sharp edges was found. We tried to reproduce the defect with the slide clamp received and an actual process unit, tubing was clamped in 10 times and as outcome no cut was found only stress marks. The only way to reproduce the defect was performing an incorrect activation of the product after performing the puncture. If tubing was clamped during the puncture and after the user active the safety mechanism, a damage is caused in the pvc tubing (partial cut or complete cut). Currently, product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure that product met with acceptance criteria. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken at the clamp position.